Event description:
It was reported that during a low anterior resection procedure, they used two devices. The enseal525 rh was used aggressively across the mesentery and was not cleaned for some time; the jaws stuck together and would not open. The I blade was not broken. The surgeon then brought out the etrio and the blade would not activate and the replace light came on. The surgeon then used another etrio device to complete the procedure. The procedure was prolonged less than an hour. Pt is stable.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.